Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer alleged insulin pump was over delivering insulin. Customer stated that automode delivered too much insulin. Customer had an active target of 8.3mmol/l running and his bg went down to 3.7mmol/l. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was using auto mode. The insulin pump will not be returned for analysis.